Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a blank display on the pump. The customer¿s current blood glucose level was unknown at time of incident. The customer stated that they had blank display at the time of call. It was reported that the remove battery and press back button for 10 seconds and the display did not returned after reinsert battery. The customer was asked customer verbally and in written form to return broken pump for analysis. The insulin pump will not be returned for analysis.